Event description:
The intralase fs laser was used to create corneal flaps for lasik surgery, exact date of the event is not known. The physician reported that they experienced what is described as collagen strands coming out of the area of the side cut. Upon further investigation, it was discovered that the extruding collagen strands from the sidecut were causing pain.

Manufacturer narrative:
Device evaluation summary: on 12-feb-2010, the field service engineer reported the sidecut retrace was out of specifications and was adjusted back into specification. Otherwise, the laser was reported as meeting amo specifications.